Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.75x15mm xience sierra stent is filed under a separate manufacturer report number.

Event description:
It was reported that on (B)(6) 2018, the patient presented with a recent non-st elevated myocardial infarction (nstemi). A percutaneous intervention was initiated and a predilatation was performed in the proximal right coronary artery (rca), heavily calcified lesion. A 2.5x38mm xience sierra stent was implanted. Post-implantation, an edge dissection was noted. As treatment, a 2.5x12mm stent was implanted. Following, a 2.75x15mm xience sierra, advanced to the rca. Due to the lesion's severe calcification, the stent jumped during placement and was implanted too distally, however, still remained at the lesion site. As treatment, another stent was implanted, overlapping the 2.75x15mm xience sierra, to cover the entire lesion site. The event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.